Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were sitting a little too far below the glans, causing gland hypermobility. Physician suggests that a longer rear-tip extender may be inserted. A surgical procedure was performed in which the existing device was explanted and replaced with a new ipp. There is no additional information reported.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were sitting a little too far below the glans, causing gland hypermobility. Physician suggests that a longer rear-tip extender may be inserted. A surgical procedure was performed in which a new rear-tip extenders were added. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the most probable conclusion code of unintended use error caused or contributed to event was assigned to this investigation, because the reason for disfigurement, size incorrect for patient were determined to be due to a measurement error during the original implantation procedure.